Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis the service repair technician indicates the nozzle has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.